Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) during use. There was nothing unusual reported that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.